Event description:
A customer contacted beckman coulter inc. (Bec) to report discrepant psa (prostrate specific antigen) results generated by their unicel dxc 600i synchron access clinical instrument on (B)(6) 2012, for three male patients. This report documents the results generated on (B)(6) 2012 (for patient 2 and 3). A separate MDR report has been submitted to document the results generated on (B)(6) 2012 (for patient 1). The customer reported 2 tubes were drawn from patient 2 and 3 and each tube was analyzed; discrepant results within the normal reference between the two tubes were obtained. For patient 2, an aliquot of serum from each tube was respun and repeated; discrepant results within the normal reference range were obtained. The samples were repeated one additional time, and results within the normal reference range that correlated with each other were obtained. The customer reported a result from the second repeat was released from the laboratory so there was no change to, or impact on, patient treatment as a result. For patient 3, only one tube was repeated and erratic (imprecise) psa results were obtained for each repeat. The discrepant psa result for patient 3 was not released from the laboratory. So there was no change to, or impact on, patient treatment.

Manufacturer narrative:
All system parameters (including qc, calibration, and system checks) were performing within assay/instrument specifications. The customer reported the samples were collected into serum separator tubes and were centrifuged for 10 minutes; centrifugation speed was not supplied by the customer. No further sample information was supplied by the customer. A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse cleaned the analytical module and the sample probe wash tower. The fse also replaced all mixer spinner bearings because a build-up of dried wash buffer was noted around the mixer spinner bearing by dispense probe 5. Fse then verified alignments and performed a system check and a high sensitivity system check; all results were within instrument specifications following service. Per fse, the build-up of wash buffer around the mixer spinner bearings was enough to cause splashing within the rv and improper washing of the unbound analyte. Per fse, the cause of this event may be attributed to the hardware malfunctions which were addressed by the fse during a prior service visit at this customer's laboratory (documented in MDR 2122870-2012-01737). The results generated on (B)(6) 2012 (for patient 1) have been documented in MDR 2122870-2012-01762.